Event description:
It was reported that the (B)(4) lid has a hole in it.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Customer reported that there was a hole in the tyvek lid. The package was received with no sales unit carton and it was confirmed that a small rip was present in the package tyvek. There were also scrapes or scuff marks on the blister side of the package. The rip in the tyvek was from the outside in and was directional from the top of the printed tyvek causing a bunching of the tyvek at the bottom of the rip. The rip was over the smooth part of the cartridge at the edge of the groove in the cartridge. Package was viewed under microscope to appraise the defect. It appears that the damage to the tyvek and the scrapes on the blister film are related because they are aligned at the top and bottom of the package. Nothing in the process would explain this type of damage and batch history record review shows that this batch was not reworked nor had any additional handling outside the normal packaging process that would have resulted in the damage consistent with this package. Damage was caused outside of ees.